Event description:
It was reported that the device screen says maintenance is required. No patient injury was reported.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date.a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: correction: d4: model number: 6400. E1: email address was updated on the cover page: (B)(6).

Manufacturer narrative:
Other, other text: one device was returned for analysis. Visual inspection showed a damaged rear housing. The tamper seal was not broken. During functional testing, preventive maintenance was performed and the reported issue was duplicated. The most probable caused for the "maintenance required" displayed was the rtc battery. As a result, the rear housing, grounding gasket, and battery were replaced. The device was calibrated and the software was installed. A manufacturing DHR review was not performed because the device is beyond a year from its manufacture date of (7-feb-2007) and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service in the previous 12 months and there was no indication that the complaint was related to a previous service of the device.